Event description:
Patient¿s representative reported the patient began to have problems after the implant surgery. The patient experienced ¿strong pain that influenced their freedom of movement¿, ¿daily headaches up to severe migraines accompanied by sight problems¿, nausea, intolerance to food and muscle and ankle problems, with fatigue and a strong tendency to bleed. The patient was diagnosed with capsular contracture, baker grade unknown, with a ¿silicone-saving lymph node in the left armpit¿ ¿left breast deformation¿ and ¿decided to have the implant explanted due to the risk of developing cancer¿. The patient also suffers from anxiety, stress, sleep disorders, chest pain, stinging, burning, joint, jaw and neck pain, fibromyalgia, itchy skin, rashes, memory and concentration disorder, gastrointestinal problems, celiac disease, highly sensitive, extremely warm, sensitive to light, constant infections, tinnitus, numbness, pins and needles on the skin, redness, eczema and intermittent edema on the skin, serious rhinitis and raynaud¿s phenomenon because of cold. The device has been explanted. This record relates to the left side. There is no currently known medical chain of causality that would reasonably relate the following events to the device: ¿joint, jaw and neck pain,¿ ¿ strong tendency to bleed,¿ ¿nausea,¿ ¿ daily headaches up to severe migraines accompanied by sight problems,¿ ¿intolerance to food¿, ¿muscle and ankle problems¿, ¿stress¿, ¿gastrointestinal problems¿, ¿highly sensitive¿, ¿extremely warm¿, ¿sensitive to light,¿ ¿sleep disorders¿, ¿memory and concentration disorder¿, ¿celiac disease¿, ¿tinnitus¿, ¿serious rhinitis,¿ ¿fibromyalgia¿, ¿fatigue,¿ ¿ constant infections,¿ ¿ raynaud¿s phenomenon.¿

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture, baker grade unknown" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.